Event description:
Related manufacturing ref: 3005334138-2022-00705. During the pulmonary vein isolation procedure, an effusion occurred requiring pericardiocentesis. While ablating in the left atrium with the advisor vl and the tacticath se the patient's blood pressure dropped. An echo was performed to diagnose the effusion. A pericardiocentesis was completed stabilizing the patient and the procedure was ended. The physician was unsure what could have caused the effusion, but at one point the spiral was caught in the left ventricle and needed to be maneuvered to get loose. Shortly after that while ablating on the anterior aspect of the lipv there was a rise in impedance, but the physician did not mention any indication of steam pops and kept ablating. Roughly 15 minutes after that the drop in pressure was noticed. There was no complaint with the devices during the case.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.